Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing to one station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing over. A technical support specialist (tss) checked the patient details in patient encounter system, where the patient status showed as discharged. A query was run to check the carefusion coordination engine (cce) message, and no disconnect was found. A check on the site down query showed that the last message received from cce was on 3/6/2026, and no disconnect flag was present. Another query was run on received message, and the latest message matched the same timestamp. Tsc was asked to deploy a cce service restart, but the package failed. The query was run again, and the message was then received from the es side and processed successfully. A call was made to customer, who confirmed that all orders were now crossing and gave permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.